Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue. Additionally, the customer experienced an elevated blood glucose level of 546 mg/dl. Cause was unknown. Customer address bg by performing a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.